Manufacturer narrative:
Device passed displacement test and self test. Pump error confirmed in device history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. Pump error found in the device history (line number = 5632 and file number = 2005) due to software error.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose level was unknown. The customer was able to rewind the insulin pump. The customer was able to clear the alarm. The insulin pump will be returned for analysis.